Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the plastic package of a femostop gold device was found opened. There was no patient involvement. No additional information was provided.